Event description:
It was reported that the physician's handheld will not hold a charge. It was also reported that the handheld will only charge if the serial cable is held into the handheld. It was reported that troubleshooting narrowed the problem to the port in the handheld. A new programmed system was provided to the physician and the handheld was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. The handheld was received without a serial cable. During the analysis it was identified that the sync cable connector on the bottom of the handheld was no longer soldered onto the main pcb. Because of the anomaly, the handheld was unable to receive power from the ac adapter. Additionally an analysis of the returned cradle identified that it was unable to provide power to the handheld. The cause for the cradle anomaly is associated with the sync connector of the cradle. During the analysis it was identified that the sync connector of the cradle was no longer soldered on the pcb. As a result the cradle was no longer able to supply power to the handheld. The cause for both sync connector issues is associated with mishandling of the devices. Analysis of the software was completed on (B)(4) 2014. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.